Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on ((B)(6) 2025. During the procedure, the first flange of the device did not deploy after puncture. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy on gallbladder/bile duct usage. Imdrf impact code f2301 captures the additional device required to address the puncture site on gallbladder/bile duct usage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the device did not deploy after puncture. The procedure was completed with another device. There were no patient complications reported as a result of this event. ***additional information received on july 7, 2025*** the deployment problem with the first flange was attributed to the catheter not retracting as expected. It is unclear whether any resistance was encountered during the attempted deployment. Upon removal, the stent remained fully covered by the outer sheath and had not deployed. The procedure was completed using a boston scientific's plastic stent.

Manufacturer narrative:
Block h6 (device codes) has been corrected based on the additional information received on july 7, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy on gallbladder/bile duct usage. Imdrf impact code f2301 captures the additional device required to address the puncture site on gallbladder/bile duct usage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the device did not deploy after puncture. The deployment problem with the first flange was attributed to the catheter not retracting as expected. It is unclear whether any resistance was encountered during the attempted deployment. Upon removal, the stent remained fully covered by the outer sheath and had not deployed. The procedure was completed with another device (boston scientific's plastic stent). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes) has been corrected based on the additional information received on july 7, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy on gallbladder/bile duct usage. Imdrf impact code f2301 captures the additional device required to address the puncture site on gallbladder/bile duct usage. Block h11: an axios stent with the electrocautery-enhanced delivery system was received for analysis. Visual examination identified the device was returned in position 2, with the stent partially deployed, and the inner sheath kinked. Function inspection was performed by unlocking the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to from the second position to the fourth position. Following deployment, the catheter continued to move freely through the luer, and the slider was returned to its original position without resistance. The stent was deployed easily. However, a slow stent expansion was identified. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The reported event of sheath difficult to retract was not confirmed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The additional observed event of sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. A delayed expansion was noticed during stent deployment upon functional inspection. Stent expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is packed into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Based on the information available, the most probable cause is cause not established. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on july 7, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy on gallbladder/bile duct usage. Imdrf impact code f2301 captures the additional device required to address the puncture site on gallbladder/bile duct usage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the device did not deploy after puncture. The procedure was completed with another device. There were no patient complications reported as a result of this event. ***additional information received on july 7, 2025*** the deployment problem with the first flange was attributed to the catheter not retracting as expected. It is unclear whether any resistance was encountered during the attempted deployment. Upon removal, the stent remained fully covered by the outer sheath and had not deployed. The prceodure was completed using a boston scientific's plastic stent.